Event description:
Reporting status: serious injury- medical intervention/hospitalization. Reporting rationale: sub acute thrombosis requiring medical intervention. Device issue: none. It was reported that after pre-dilatation, the 2.5 x 18 pixel was deployed in the proximal lad lesion without complications. Ivus was performed and a second lesion was located in the mid lad. An additional 2.5 x 18 mm pixel was deployed without complications. Five days after the procedure, the proximal lad had a total occlusion. The thrombus was suctioned and poba was performed using another company's balloon resulting in good blood flow. The pt was reported to be stable. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Thrombosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. No determination can be made as to root cause of the thrombosis and its relationship to the implanted pixel stent. There does not appear to be any indications of a device quality problem, as no difficulties or discrepancies were reported in regards to device performance during use and immediately following deployment.